Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, on two distinct devices, a stapling defect does not allow to perform the anastomosis. The handle does not work. The doctor had to change the technique using a new device in order to finish the case that increase a response time approximately 20 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open cycstectomy procedure, on two distinct devices, a stapling defect does not allow to perform the anastomosis, first instrument did not fire. Surgeon used the second stapler and was able to pressed the green button but was not able to squeeze the handle. The doctor had to change the technique using a new device in order to finish the case that increase a response time approximately 20 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open cycstectomy procedure, on two distinct devices, a stapling defect does not allow to perform the anastomosis, first instrument did not fire. Surgeon used the second stapler and was able to pressed the green button but was not able to squeeze the handle. The doctor had to change the technique using a new device in order to finish the case that increase a response time approximately 20 minutes. There was no patient injury.